Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a lot of pain that started on (B)(6) 2015. The patient saw the 8286 error code. No alarm was heard from the pump. The patient was supposed to have the pump filled on (B)(6) 2015. However, the pump was not filled for unknown reasons. It was later noted that issues with the patient¿s increased pain and empty pump had been resolved. The medication delivered via the pump was morphine. If additional information becomes available, the event will be updated.